Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Corroded keypad traces and corroded motor assembly noted during visual inspection. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was exposed to ocean water. Customer's blood glucose was unknown. The customer reported fluid was present under the lcd display. The customer also reported the buttons were not functional as a result of the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.